Event description:
The device was used during a colocolostomy procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no patient injury occurred.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The evaluation performed on the return product suggests that "twisting" may have contributed to the suture breakage. Clinical and unopened samples were evaluated and the results were unremarkable.